Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a radiofrequency ablation procedure the catheter produced an insufficient flow. The catheter was replaced and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. There was not a concurrent and continuous flow from each hole in the distal tip electrode when saline was injected through the fluid port of the ep catheter. The saline would not flow from the syringe into the catheter port. There was no sign of the catheter being kinked/buckled during visual analysis of the ep catheter. There were no visual or obvious indication of the source of the blockage during visual analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.